Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised due to pain and elevated metal ion levels

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 8/18/2016- legal claim received. It is alleged the patient suffers from discomfort, pain, fluid, mild internal debris, elevated ions and a pseudotumor. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Complaint description: patient was revised due to pain and elevated metal ion levels. Update rec'd (B)(6) 2016- legal claim received. It is alleged the patient suffers from discomfort, pain, fluid, mild internal debris, elevated ions and a pseudotumor. There is no new additional information that would affect the existing MDR decision. Update rec'd (B)(6) 2016 - maude report 5064345 states: "metal on metal depuy pinnacle right replacement hip implanted (B)(6) 2010 due to osteoarthritis. I experienced a period of relief, followed by increasing groin pain and discomfort in (B)(6) 2015. X-rays and MRI revealed anterior fluid collection. Labs in (B)(6) 2016 revealed increased chromium and cobalt levels. All other treatment modalities wer exhausted and decision was made to proceed with right hip modular exchange, which occurred on (B)(6) 2016. Dates of use (B) (6) 2016. Update rec¿d (B)(6) 2016- litigation papers received. There is no new information that would change the existing MDR decision. Complaint was updated (B)(6) 2016 update (B)(6) 2017 ¿pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes reported osteonecrotic debris with some mild lysis around the collar of the femoral component. There was some "mild debris" at the trunnion and ¿some "debris" on the back side of the metal liner¿. The metal ion levels provided were at non-reportable levels. Adding osteolysis, necrosis the complaint was updated on: (B)(6) 2017 / /

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative:  product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot null. Device history batch null. Device history review null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 03/20/2017 ¿ pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes reported osteonecrotic debris with some mild lysis around the collar of the femoral component. There was some "mild debris" at the trunnion and ¿some "debris" on the back side of the metal liner¿. The metal ion levels provided were at non-reportable levels. Adding osteolysis, necrosis the complaint was updated on: 04/05/2017.